Event description:
It was reported that the user called after needing to change the ilet cartridge and infusion set earlier than expected; review of device data showed a blood glucose elevation to 401 mg/dl after an unannounced dinner, which prompted substantial automated correction insulin and led to earlier depletion of insulin supplies. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for an early supply change without medical intervention or hospitalization. Investigation included review of device-reported glucose data and counseling on missed meal announcement and insulin usage. Investigation of this case revealed that the hyperglycemia followed a missed meal announcement, resulting in increased correction dosing and accelerated insulin consumption; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically a missed meal announcement, were the cause.

Manufacturer narrative:
Initial.